Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred despite the pump being in the labeled operating altitude range. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to a previous pump for insulin therapy.